Event description:
Potential for retained surgical item. Kamvac curved mini suction tube (ref #5300-20-500) broke during the procedure. During wound closure, a small plastic chip was visualized and removed by the physician. Procedural note states: an intraoperative ap and lateral x-ray was obtained to confirm implant position, and to ensure there were no complications of the procedure after the dressing was applied prior to taking the patient to the pacu. There was good implant position without evidence of complication. There was not any evidence of any retained foreign body.